Event description:
During the procedure, "post" alarm information was displayed on the cool point pump and the device could not be used, which caused a delay. Troubleshooting steps were performed and restarting the pump did not resolve the issue. The device was replaced from another hospital to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One cool point irrigation pump was received for complaint evaluation. The reported, ¿during the procedure, "post" alarm information was displayed on the cool point pump, and it could not be used normally,¿ was confirmed. The pump door was fractured, and the bumper rounds were cracked. The fractured pump door was replaced. The cause of the fractured pump door is consistent to the handling of the device during use. During repair bumper rounds were replaced. During the servicing the inboard bubble sensor was found to be defective, and the rj11 modular coupler was corroded. The inboard bubble sensor and the rj11 modular coupler were replaced as well. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record.